Manufacturer narrative:
A clot was found in the measuring path of the instrument. The issue was resolved after performing liquid flow cleaning (lfc) and measuring cell preparation. Based on the information provided, the investigation determined the event was consistent with a pre-analytical handling issue resulting in a clot within the measuring cell flow path.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The competitor method was beckman.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin d total iii (vitamin d iii) on a cobas e 411 analyzer (disk system) compared to a competitor method. The initial result from the e411 analyzer was 120 ng/ml. The repeat result by the competitor method was 48.0 ng/ml.